Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was an emergency intervention in the left main, circumflex and left anterior descending (lad) coronary arteries. There was a de novo lesion in the 99% stenosed, moderately tortuous and heavily calcified distal lad. Multiple pre-dilatations were performed in the proximal to mid lad then a 3.5x38mm xience alpine stent was placed. Additional pre-dilatation was performed distal to the stent. An attempt was made to implant a 3.0x15mm xience alpine stent distal to the previously implanted 3.5x38mm xience alpine stent, however, the 3.0x15mm xience alpine stent delivery system (sds) could not reach the lesion. During advancement, the shaft of the 3.0x15mm xience alpine sds separated outside the patient anatomy. The distal portion of the 3.0x15mm xience alpine sds was simply removed from the patient anatomy without issue. The procedure was successfully completed when a non-abbott stent was placed and post-dilatation was performed with a non-abbott balloon dilatation catheter. The result was 0% stenosis in the lad and the patient was doing well. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft separation was unable to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. It should be noted the xience alpine everolimus eluting coronary stent system electronic instructions for use states: when treating multiple lesions within the same vessel, stent the distal lesion prior to stenting the proximal lesion. Stenting in this order obviates the need to cross the proximal stent in placement of the distal stent. (B)(4).